Event description:
On 12/7/2023, it was reported by a sales representative that an ar-6480 dw arthroscopy fluid management device was pumping intermittently. The issue was discovered during the surgery. Another device was swapped, and the case was completed with no adverse effects to the patient. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional info: b4, h6. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon receiving additional information from the field that clarified the event and evaluation of the returned devices, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803. Corrected data: h1 to n/a.

Event description:
On 1/9/2024, the sales representative provided the following information via email: the pump issue was not discovered during a case but as they were setting up the operating room for a case. When the issue was noticed, they used a different pump. No case involvement.